Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported: "swelling of the pip joint that was originally operated, due to loosening of the implant. Reasoning for loosing of the implant was due to a fall caused by tripping and falling directly on her hand. The primary surgery was on (B)(6) 2021 and was revised on (B)(6) 2021 just a month later".